Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, 510k, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Litigation papers allege: pain, suffering and mental anguish, disability and limitation of her activities, loss of enjoyment of life, increased levels of chromium in her blood; medical and hospital expanses, and the likelihood she will require revision and/or replacement of her total hip athroplasty in the future.